Manufacturer narrative:
No RMA has been initiated for this issue. Model ta4a, serial number/date code is unknown at this time. The owner's manual part number 1110545 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the wheelchair seat post is broken, being held together only by a strip of metal. No injury or medical intervention alleged.

Event description:
Customer alleged the post on the wheelchair seat is broken. No injury alleged.